Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top and bottom cases in excellent condition and no visible contamination. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process, occlusion testing were performed. Investigation unable to duplicate the primary audible alarm bgnd test error. According to the investigation, the pump interconnect flex cable was connected to the main board and glue was intact on j9 connector. Further investigation found background self-test sensed no current flowing in the primary speaker. However, investigation found no external damage or contamination to interconnect board or speaker. Service's replaced the pump speaker as preventive measure, perform power up process and all the functional tests passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited primary audible alarm. No reported patient or clinical injury.